Event description:
Boston scientific received information that during a routine follow-up appointment, this right ventricular (rv) lead exhibited loss of capture, high impedance and threshold measurements. As a result, a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.